Manufacturer narrative:
The device was returned to the MFR with no notes or indication of why it was being sent in. During the repair process, it was determined that the trigger assembly was sticky. The bearings and motor assembly were replaced and the device was returned to the MFR.

Event description:
During the repair process in house, it was determined that the trigger assembly was sticking. There was no pt involvement and no allegation of adverse consequences associated with this event.